Manufacturer narrative:
H3: product analysis of fg13160-0615-1s, lot no: 228055167 as found condition: the phenom 21 catheter was returned for analysis within a shipping box; and within a plastic bag. Damage location details: no flash or voids molded were observed in the hub. No damage was found with hub. A cut was found under the strain relief. The catheter body was found to be kinked at ~40.5cm from proximal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The phenom 21 micro catheter was flushed, water was found to be leaking from under strain relief. The strain reliefs was removed, a cut was found at ~5.0cm from the proximal end of the hub. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed. However, the root cause could not be determined. It appeared to be a skive mark (cut) at distal and proximal to the damaged location. The cut and skive mark were observed under the strain relief. A review of the device history records was performed. No potential manufacturing issues that may be related to this event were identified. The device met all manufacturing specifications upon release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the leak was unknown. The catheter leak was located in the proximal portion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a phenom catheter was leaking. Leakage was discover during flushing of the catheter. The catheter was inspected prior to use. The leak was observed during preparation. The catheter was flushed as indicated in the instructions for use (IFU). The devices were prepared as per IFU. There was no patient involved with this event.